Event description:
A cartridge alarm was reported by the caller, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was advised to switch to multiple daily injections as a backup insulin therapy while waiting for a replacement pump, which technical support confirmed would be sent. Technical support provided instructions on returning the malfunctioning pump and ensured the caller's understanding of the necessary steps to take upon receiving the new pump.